Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during routine device interrogation, an ams episode recorded on (B)(6) 2017 showed noise on the atrial electrogram. The patient was asymptomatic, and the physician plan is to continue to monitor.